Event description:
The customer reported that during prime for open heart surgery, the catheter leaked. The location and amount of leak is unk. The catheter was not in pt use at the time. Another catheter was used for the case without further incident. The sample was saved and returned to quest for evaluation. Product code is rcm-15-g, lot 25266.b06.